Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity/ race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Email address: information unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into patient's left eye. The doctor noticed a bent in the trailing haptic after the lens insertion. The lens was then removed requiring incision enlargement, and a new lens was implanted. Current patient status is unknown. No further information is available.

Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified. And product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.